Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection noted what appeared to be the ring electrode conductor cable breaching the inner coil lumen. Further analysis confirmed the ring electrode conductor cable to be breaching the inner coil lumen at the s ¿ curve region. The etfe cable coating was intact at this location. All other damages are consistent with procedural damage.